Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that drawer 4.2 had several read/write errors. A field service engineer replaced the row board cable. Function checks were performed, and the customer performed inventory without any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4.2 had repeatedly failed multiple times. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.